Event description:
It was reported that a patient presented to the emergency room with complete heart block with an escape rhythm of 34 bpm. Device interrogation revealed pacemaker (pm) at elective replacement indicator (eri), loss of capture and low pacing impedance on both the atrial and right ventricular (rv) leads. X-ray was performed and revealed that the pm had migrated and dislodged the atrial and rv leads. On (B)(6) 2024, the physician elected to explant the pm and cap and replace the leads. The patient was stable following the procedure.